Event description:
This patient with a history of hypertension, hyperlipemia, chronic gastritis, hyperuricemia and uric protein was admitted for stenting of a 72%, mildly calcified lesion in the left internal carotid artery (lica). The patient was admitted with symptomatic stroke. Pre-procedure aspirin, cilostazol, pravastatin sodium, teprenone, benzbromarone, imidapril hydrochloride and dipyridamole were administered. Intra procedure heparin was administered. A 6mm percusurge was used for the procedure. A precise, was successfully implanted. Post-dilatation was performed with balloon catheter (unk). During the procedure, blood around the target lesion was suctioned by an aspiration catheter (thrombuster) due to heavy debris burden around the percusurge. After the percusurge was deflated, the patient developed stroke with a symptom of aphasia. Edaravone was administered to the patient only for the day of the procedure, and he was carefully monitored afterward. Cerebral infarction was confirmed on the left frontal lobe by MRI. According to the physician, the debris around the target lesion was not suctioned enough. As a result, when the percusurge was deflated, this remained debris embolized to the distal vessel and led to the stroke. He determined that there was no casual relation between the precise and this event.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.